Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019 with blood glucose of 99 mg/dl. The customer's current blood glucose is over 600 mg/dl. The customer did experience any symptoms such as a result vomiting and nausea. The customer was treated by intravenous insulin. The insulin pump will not be returned for analysis.